Manufacturer narrative:
Concomitant medical products: 0125 lead, implanted (B)(6) 1996. The proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.